Event description:
Reported issue: leakage of the cuff in use. The devices were tested prior to use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The manufacturing site reports that one sample was chosen from current production at the manufacturing facility for evaluation. A visual exam was performed and no obvious defects were observed. The cuff pressure of the current production sample was then inflated to 25mbar using a calibrated endotest. The cuff pressure remained at 25mbar and was able to inflate and deflate normally. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the a vailable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue. Leakage of the cuff in use. The devices were tested prior to use.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.